Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the physician attempted to sew the pocket, the device began to pace at 100 ppm for about 18 beats. It resumed pacing at the programmed rate, then reverted to 100 ppm. A new device was placed.